Manufacturer narrative:
(B)(6). A beckman coulter field service engineer (fse) was dispatched to the customer's site to evaluate the instrument. The fse checked the mix bars and the washing mechanisms of the beckman coulter au680 clinical chemistry analyzer. No mixing issue was found. The fse changed the roller pump tubing of the peristaltic pump from the detergent tank to the dilute detergent tank. The instrument was restored to functionality. No further issue with creatinine results was reported. The roller pump tubing was within its expected performance life expectancy. The premature failure of the roller pump tubing resulted in inadequate washing of the analyzer.

Event description:
A customer in (B)(6) reported the generation of one (1) false low creatinine result on beckman coulter au680 clinical chemistry analyzer. The erroneous patient result was not released outside the laboratory. The customer repeated the patient sample as the original creatinine result was low and the reaction profiles of the original result was abnormal. The repeat result was released outside the laboratory. There was no report of change of patient treatment in connection with this event. The customer ran quality control (qc) before and after running the patient sample. The qc recovery results were within the laboratory specifications.